Event description:
The customer reported that the monitor would shut off and black out and display a communication error message. The system was locking up and shutting down without command. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply), isc circuit board and system batteries were replaced. The system was then found to be operating as intended.